Event description:
The philips account manager reported that the battery disabled the mrx defibrillator during testing.

Manufacturer narrative:
The philips account manager reported that the battery disabled the mrx defibrillator during testing. The battery was evaluated at philips, and the failure was confirmed. The customer was sent a replacement battery.